Event description:
The patient reportedly experienced a treatment on (B)(6) 2022. According to the patient, they responded to treatment alarms 2 times, but the 3rd time the patient either didn't respond or didn't respond in time and received a treatment. The patient didn¿t remember seeing any messages on the monitor after the treatment. The monitor had a black screen and was alarming. Per holter review of the data from (B)(6) 2022, an arrhythmia was declared at 7:54:07 am. The patient was in sinus rhythm @ 70 bpm with pvcs that transitioned into vt @ 180 bpm. The patient remained in vt until 07:57:38 followed by a 2 second gap. The patient is then seen in sinus tachycardia @ 110 bpm for 2 seconds. The response buttons were last pressed 77 seconds before the recording gap, preventing the lifevest from treating the patient earlier. There is no flag data available for the time of the reported treatment.

Manufacturer narrative:
The monitor and electrode belt were returned for evaluation. Device evaluation of monitor has been completed. The reported problem (blank screen) was confirmed. Upon receiving the monitor, it would not power up. The cause for the failure was isolated to a defective u104 pxa processor on the computer/analog board. Root cause: the root cause for the defective u104 pxa processor could not be positively identified. Device evaluation of electrode belt was completed. Upon investigation the electrode belt ECG acquisition and pulse delivery circuitry was fully functional. The belt failed no te autotest for gel circuit. Distribution node (dn) was opened for investigation and found u722 and q7000 were damaged during treatment. A pulse wire had migrated within ECG electrode c. Root cause: the root cause for the damaged components u722 and q7000 could not be positively identified. The root cause for the migrated wire has not yet been determined. Patient protection was not affected. There was no injury that resulted from the damaged monitor and electrode belt.